Event description:
Complainant alleged that during the training of the sales staff in the operation of the device by the facility's quality assurance department, there was no device video display. The complainant indicated that there was no patient involvement in the reported malfunction.